Manufacturer narrative:
Specific sample collection device and centrifugation information has not been supplied to date. On (B)(4) 2011, the customer performed a system check, which failed to pass within instrument specifications. Qc was not performing within the customer's established limits for all assays at the time of the event. On (B)(4) 2011, a bci field service engineer (fse) discovered a kink in the wash buffer supply line and noted that there was no wash buffer primed into the pipette supply and aspirate lines. The fse reported wash valve/ motor motion errors in the event log prompting the fse to clean the wash valve cap and stator. The fse rebuilt the wash pump seal and replaced the belt. The fse verified instrument hardware by performing a system check within instrument specifications and qc within the customer's established limits. Although the fse corrected some hardware deficiencies, a definitive root cause for this event has not been determined to date. Separate mdrs have been submitted for the patients associated with this event. MDR 2122870-2011-01352 and 2122870-2011-01354.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high accutni results above the acute myocardial infraction (ami) cut and erroneous high ck-mb results above the normal reference range for one patient generated by the access 2 immunoassay analyzer. The results were reported out of the laboratory. Repeat testing was requested by the ER because the elevated result did not fit the clinical picture for this patient. The samples were repeated on an alternate unit and lower results within normal reference range were obtained for each assay. The patient underwent an EKG procedure due to the erroneously elevated results. The customer did not receive any additional reports of patient injury or medical intervention.